Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's maude database report from FDA which states, "we received a patient back from or and starting patient's infusions. Patient was on propofol, fentanyl, ivf and norepinephrine (norepinephrine was currently not infusing at the moment but still in the pump and connected to patient because it was just turned off due to fluctuating bp's). Propofol and fentanyl were on channel a and b and ivf and norepinephrine was on channel c and d. The registered nurse scanned the ivf and the channel, and the channel d (where norepinephrine was in line) started the ivf at 125cc/hr vs channel c which was scanned. It was realized within seconds and she shut off the pump and tried it again, and again, channel d (norepinephrine pump) started infusing at the ivf rate of 125 cc/hr. She removed the defective channel, and placed a new one on the brain which then worked okay."